Event description:
Caller reported customer had symptoms of hypoglycemia, was unable to self-treat, wife called ambulance. Reported compact plus system result of 79 mg/dl, emt system was 31 mg/dl within 10 minutes. Emts treated with glucose injection and IV. A request was made for the return of the meter and strips, replacement strips sent.